Event description:
During a laparoscopic roux-en-y gastric bypass, the distal end of the black plastic sheath of the autosuture endo paddle retract cracked as the paddle was closed and retracted back into the sheath. The instrument was removed through the trocar without problem and there was no pt injury.